Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection; therefore, a surgical procedure was performed to remove the device, and a reimplant surgery was scheduled at a later date. No device issues and no additional patient complications were reported.

Manufacturer narrative:
The exact event and explant dates were not available; therefore, the date (B)(6) 2024 was used as estimate, as it was reported that the device became infected and was explanted in (B)(6) 2024. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).